Event description:
Customer reportedly received results of 400 mg/dl and 178 mg/dl within 10 minutes on the advantage system. Customer states test strip vial cap is not on tight. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.